Manufacturer narrative:
N/a.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient, reducing mitral regurgitation to grade 1+. The following year, on (B)(6) 2020 the mr had increased to grade 3+. There was a partial detachment of the implanted mitraclip from the leaflet. Subsequent to the previously filed report, additional information was received that the patient underwent another mitraclip procedure. The index mitraclip was only attached to the anterior mitral valve leaflet; the posterior leaflet had come out of the clip. In the physicians opinion the slda was due to the patient¿s very thin, small, restrictive posterior leaflet and the anterior leaflet was large and mobile. The index clip was implanted with a small deviation from the perpendicular axis. Subsequent to the previously filed reports, additional information was received that the redo mitraclip procedure took place on (B)(6) 2020. Two additional clips were implanted on that date. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient, reducing mitral regurgitation (mr) to grade 1+. The following year, on (B)(6) 2020 the mr had increased to grade 3+. There was a partial detachment of the implanted mitraclip from the leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no indication of a lot specific product quality issue. The mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported slda (single leaflet device attachment) could not be determined. Additionally, the reported recurrent mr (mitral regurgitation) was a cascading effect of the slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient, reducing mitral regurgitation to grade 1+. The following year, on (B)(6) 2020 the mr had increased to grade 3+. There was a partial detachment of the implanted mitraclip from the leaflet. Subsequent to the previously filed report, additional information was received that the patient underwent another mitraclip procedure. The index mitraclip was only attached to the anterior mitral valve leaflet; the posterior leaflet had come out of the index clip. In the physician's opinion the slda (single leaflet device attachment) was due to the patient¿s very thin, small, restrictive posterior leaflet and the anterior leaflet was large and mobile. The index clip was originally implanted with a small deviation from the perpendicular axis. No additional information was provided.